Event description:
It was reported that the ipg failed to communication with external devices and patient lost therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.